Event description:
According to the reporter, during the video assisted thoracoscopy with left segmentectomy, while on pulmonary parenchymal resection, the articulation at the time of jaws opening/closing returned to straight and articulation moved. The articulation only moved, when only the open/close button was used to prevent pushing the lever. The physician pointed out that articulation might return if a load is applied to the connection region between the gear and the cartridge and shaft. Treatment intervention was not performed. The same power handle, short adapter and reload were used carefully, then the procedure was completed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:(B)(6)), sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#:n3m1713y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.